Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare professional reports that there was a black spot on the lens haptic. The c-flex aspheric 970c iol was implanted without complication. No patient injury. Without the ability to examine the lens it is not possible for us to establish the origin of the black spot observed by the healthcare facility. Our review of production records for the c-flex aspheric 970c iol batch 086e89375 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (august 2016) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 086e89375.

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex aspheric 970c iol. The event description provided states that a black spot was observed on the lens haptic.